Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent, described as ¿capd fluid coming cloudy¿. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date ¿from last 3 days¿ the patient began treatment with unspecified antibiotic therapy. At the time of this report, the patient outcome was not reported. The action taken with dianeal therapies was not reported. No additional information is available.